Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had micro dislodged and exhibited increased thresholds. During repositioning the screw mechanism failed on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.